Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative that following an intraocular lens (iol) implant procedure, the iol was explanted due to patient was unable to adapt to lens. The iol was exchanged for another company monofocal lens. Additional information was requested.